Manufacturer narrative:
Other, other text: b3: date of event is unknown. Device evaluation: one device was received. A visual inspection found the plunger tamper seal was removed. The plunger seal is protruding from between the plunger cases. The bottom, top and plunger cases are damaged. During the functional testing, it was confirmed that the plunger case seal is out of place, the flippers do not snap back into place and the plunger tube is loose. The root cause was found to be that the plunger head had been taken apart and reassembled incorrectly. The plunger head plastic parts were replaced as well as the plunger case seal, and the carriage screws were tightened. The top and bottom cases were also replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the syringe plunger o-ring was out of alignment, the syringe plunger itself was out of alignment and the plunger levers are tight. Patient involvement is unknown.